Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 6 months after implant placement. The bone quality was type ii. The oral hygiene around implant site was good. Abnormal sensation around implant placement and fibro integration were observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.